Manufacturer narrative:
(B)(4). Issue has occurred more than once, exact dates unknown. The fsr performed preventive maintenance (pm) on the unit. The fsr found that the customer was using a curved reservoir oxgenator (medtronic affinity fusion). The level pads were applied to the reservoir with the self adhering pads in a vertical plane than horizontal, which would make it harder for the pad to conform to the oxgenator surface. The fsr advised the customer to use the pads in the horizontal rather than vertical configuration. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the yellow ultrasonic level sensor (level alert) would alarm and we would have to be reset even though level in reservoir was above sensor location. The device was not changed out, as the level alert was reset and case continued. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 2-may-2016: the perfusionist (ccp) spoke to the manufacturer field service representative (fsr) (during preventive maintenance [pm]) about level sensing issues when using the sensors with a medtronic fusion venous reservoir. During cpb, the ccp occasionally observes a "level not attached" alert message. This alert indicates a coupling issue with the sensor to the reservoir and this can be a use issue (attachment issue of the level sensor pad) or a hardware issue (defaced or concave level sensor). When the fsr inspected the level sensor face, there was no appearance or indication of extensive wear of the sensor face. A few use issues are potentially a cause of the alert messages. One, the sensor pad is placed below the minimum operating level of the reservoir (placed at 100 ml) and the minimum level is stated to be 200 ml by the manufacturer (medtronic). This placement is included in the instructions for use (IFU). Second, the IFU also states to not place the sensor over surface irregularities, and in review of the photo, the level pad is partially placed over a label. The IFU also specifies the sensor and pad be placed on a flat surface. The position of the pad (per photo) is not the "flattest" surface possible. This, though, is challenging with this reservoir as there is not really a totally flat surface anywhere in the design. Lastly, it is not known if all users always follow the guidance that the level pad should be adhered for at least five minutes before connecting the sensor to the pad. Cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis: on (B)(6) 2016, while in a perfusion screen the alarm probe is reporting a status change of coupled and disconnected over and over. This will cause a level disconnected alert when level detection is turned on. The perfusion screen is exited and the system is power cycled but the level is still reporting the status changes. This can be caused by the level module, sensor, or improper placement of the level sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.